Event description:
Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. The plaintiff experienced breast swelling, seroma, asymmetry, breast pain, mass under the arm or breast, rash or itching, chronic insomnia, severe diarrhea/vomiting/nausea on an ongoing basis, chronic headaches, yeast infections, significant weight loss, hair loss, irritable bowel/crohn¿s disease, chronic gastrointestinal upset or reflux, severe fatigue, brain fog, and aggravation of gerd and reflux. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. Plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The complaint is a legal complaint, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma.